Manufacturer narrative:
Refer to manufacturer report #: 3004209178-2018-18492 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had both of their ins's changed out on (B)(6) 2018. When they were programming the patient's new ins's, one of them was showing out of regulation (oor) on the tablet. This occurred when the healthcare provider was turning down the voltage during programming. Patient has 2 leads in each ins for gpi and stn lead implants. Patient has parkinson's disease and then later developed dystonia along with it. They were using the same settings as was previously being used, though caller noted that the electrode impedances were slightly higher than before, about 200 ohms higher. Caller doesn't know what therapy impedances are currently for the device in question. Elevated impedances were note intra-op when ins's were being changed out, but the surgeon chose not to do any further troubleshooting since the impedances were only slightly higher than before. Caller things that some of the electrode impedances were around 2600 but doesn't remember any details. It was also reported that since they had both ins's changed out, patient started having shocking going down his left neck. This started on (B)(6) 2018. The healthcare provider was trying to turn stim down in order to address the shocking that the patient was feeling. Therapy status related to this system not known by caller, but healthcare provider did not mention any change in therapy to caller. Caller does not "know" that the patient has a lot of anxiety in general and is on medication for anxiety. When patient woke up from surgery, he was anxious and his arms were flailing around. They had to mobilize him by strapping him down. Caller says this was caused by patient's anxiety and that patient was not dyskinetic. Caller says that the patient's anxiety is pre-existing and is unrelated to his parkinson's and dystonia diagnosis. It was considered to a sudden change in therapy/symptoms. Caller noted that the patient does not tolerate having stim off due to his symptoms, but patient does get therapy benefit from both systems and this was a routine change out. Additional information was received indicating that impedances were taken again on 2018-aug-15 and the group measurement is 1400 and everything on the zero electrode is marked due not use and out of range. On (B)(6) 2018 group c & 0 was 1210. It was discussed that there was a possible connection issue due to zero electrode being out of all contacts. Caller indicated the surgeon wants to go back in tomorrow to revise. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Updated electrode impedances were sent in. Left stn: left stn p1 impedance: 1,618 ohms current: 1.7 ma monopolar: 3: 1,140 2: 1,180 1: 3,273 ! 0: 1,188 bipolar: 0,3: 1,696 0,2: 1,728 0,1: 2,678 1,3: 3,708 1,2: 3,345 2,3: 1,728 right gpi right gpi p1 impedance: 1,195 ohms current: 5.0 ma monopolar: 11: 1,172 10: 894 9: 920 8: 1,564 bipolar: 8,11: 2,297 8,10: 2,058 8,9: 1,651 11,9: 1,744 9,10: 1,246 10,11: 1,423

Event description:
Additional information was received from the manufacturer representative (rep) indicating the timeline of the events regarding this patient: (B)(6) 2018: the patient had a bilateral pc replacement. The preoperative and intraoperative impedances were the following: preoperative: l stn: c/0: 1207 c/1: 1121 c/2: 1172 c/3: 1136 0/3: 2028 0/2: 1927 0/1: 1579 1/3: 1855 1/2: 1597 2/3: 1612 l gpi: c/8: 1490 c/9: 905 c/10: 874 c/11: 1172 8/11: 2317 8/10: 1912 8/9: 1547 9/11: 1683 9/10: 1180 10/11: 1371 r stn: c/0: 2250 c/1: 1198 c/2: 1421 c/3: 1968 0/3: 3871 0/2: 3111 0/1: 2675 1/3: 2516 1/2: 1892 2/3: 2525 r gpi: c/8: 2401 ( ! ) c/9: 1627 c/10: 2203 ( ! ) c/11: 1307 8/11: 3295 8/10: 4382 ( ! ) 8/9: 2684 9/11: 2044 9/10: 2655 10/11: 2664 intraoperative: l stn: c/0: 1324 c/1: 1225 c/2: 1285 c/3: 1294 0/3: 2215 0/2: 2098 0/1: 1812 1/3: 2046 1/2: 1848 2/3: 1910 l gpi: c/8: 1537 c/9: 944 c/10: 902 c/11: 1208 8/11: 2318 8/10: 2036 8/9: 1618 9/11: 1778 9/10: 1250 10/11: 1437 r stn: c/0: 2181 ( ! ) c/1: 1254 c/2: 1491 c/3: 2038 ( ! ) 0/3: 3935 0/2: 3136 0/1: 2688 1/3: 2632 1/2: 1860 2/3: 2632 r gpi: c/8: 2405 ( ! ) c/9: 1254 c/10: 2206 ( ! ) c/11: 1396 8/11: 3419 8/10: 4416 8/9: 2788 9/11: 2176 9/10: 2737 10/11: 2788 because the preoperative and intraoperative impedances were very similar to one another, no troubleshooting was performed, per the surgeon's protocol. (B)(6) 2018: the patient was seen by the neurologist on this day, who then informed the rep that the patient was experiencing a positional "surging" sensation on his right side, which the patient stated began on (B)(6) 2018. At this time, it was unclear whether this was related to the stimulation from the left stn or gpi, or if there was impairment on the right side system. The impedances taken on this day from the neurologist were later sent to them via photos. (B)(6) 2018: the patient went to the ER and was admitted into the hospital for the surging sensation. He also began experiencing lack of efficacy in his right hand and leg tremor. On this day, the impedances for the left hemisphere were as follows: l stn: c/0: 4477 ( ! ) c/1: 1116 c/2: 1119 c/3: 1126 0/3: 5078 ( ! ) 0/2: 4850 ( ! ) 0/1: 4112 ( ! ) 1/3: 1844 1/2: 1559 2/3: 1555 l gpi: c/8: 1508 c/9: 927 c/10: 894 c/11: 1119 8/11: 2217 8/10: 1966 8/9: 1586 9/11: 1692 9/10: 1218 10/11: 1370 upon increasing the left stn stimulation settings to attempt to control the right sided tremor, the ¿surging¿ sensation, which is now noted as a tightening in the face and neck, got worse. Given this new information, as well as the change in impedances from 8/13/2018 to 8/15/2018, the surgeon has decided to perform exploratory surgery on the left sided battery and extension wire. (B)(6) 2018: the patient will have exploratory surgery on this day. The preoperative impedances taken today are as follows: left stn: c/0: 5365 ( ! ) c/1: 3782 ( ! ) c/2: 1244 c/3: 4067 ( ! ) 0/3: 7787 ( ! ) 0/2: 5328 ( ! ) 0/1: 4451 ( ! ) 1/3: 6250 ( ! ) 1/2: 3534 2/3: 3763 the surgeon removed the extension wire from the battery, old blood fell out of the header.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.